Event description:
I removed my mask after wearing it for an hour while having my nails done; 15 minutes later, while driving home, I became crossed eyed and dizzy, and had to pull over. Three hours later, sitting at home, I experienced the same thing. Both times, I actually felt like I was drunk. But I haven't been drunk since the late 90's, and hadn't consumed any alcohol that day. And I don't use any recreational drugs, or take any medications that would produce such a response. Now, I wear my mask with my nose out, so I can breathe. I still get quite warm, and claustrophobic, but am able to safely drive home after my salon appointments. FDA safety report ID# (B)(4).